Event description:
A customer obtained positively biased qc results with vitros ahbs reagent assayed on a vitros eciq analyzer in 3 different days in 2008. Under these conditions, an erroneous pt result could be obtained which may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation has determined that incubator well shuttle jams were occurring during the time of this event. Incubator well shuttle jams can lead to biased results with vitros ahbs reagent on vitros eciq analyzers. An ocd field engineer visited the site and made repairs to the analyzer bringing it back to expected operation. The cause of this event was mechanical in nature.